Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on the day of the implant procedure, the implantable cardiac monitor (icm) was not turned on. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.